Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.the exact age of the patient is unknown, however, it was reported that the patient was over 18 years.

Event description:
It was reported that a boston scientific sling was implanted on (B)(6) 2007. According to the complainant, the patient had urinary retention on (B)(6) 2007 and a suprapubic catheter was inserted. She continued to have large residuals when the catheter was removed. She was advised to have bladder training. The patient has been having recurrent urinary tract infection since sling implantation and she was given antibiotics. She was referred to another hospital on (B)(6) 2014. A cystoscopy was performed on (B)(6) 2014 and tape erosion was identified. The eroded sling will be excised on an unknown date. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported that a boston scientific sling was implanted on (B)(6), 2007. According to the complainant, the patient had urinary retention on (B)(6), 2007 and a suprapubic catheter was inserted. She continued to have large residuals when the catheter was removed. She was advised to have bladder training. The patient has been having recurrent urinary tract infection since sling implantation and she was given antibiotics. She was referred to another hospital on (B)(6), 2014. A cystoscopy was performed on (B)(6), 2014 and tape erosion was identified. The eroded sling will be excised on an unknown date. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.